Manufacturer narrative:
Review of device history records did not reveal any abnormalities relative to the subject lead.

Event description:
During a re-intervention performed on (B)(6) 2016 (to replace the associated pacemaker), the subject lead was connected to a new pacemaker. In order to check the connection, the physician slightly pulled on the lead and the metallic piece of the lead-connector disconnected with the pin part; resulting of a plastic/silicon gap between the pin and the rest of the lead. Since the patient is device-dependent, the subject lead was capped and abandoned in situ and a new lead was implanted instead.

Event description:
During a re-intervention performed on (B)(6) 2016 (to replace the associated pacemaker), the subject lead was connected to a new pacemaker. In order to check the connection, the physician slightly pulled on the lead and the metallic piece of the lead-connector disconnected with the pin part; resulting of a plastic/silicon gap between the pin and the rest of the lead. Since the patient is device-dependent, the subject lead was capped and abandoned in situ and a new lead was implanted instead.

Event description:
During a re-intervention performed on (B)(6) 2016 (to replace the associated pacemaker), the subject lead was connected to a new pacemaker. In order to check the connection, the physician slightly pulled on the lead and the metallic piece of the lead-connector disconnected with the pin part; resulting of a plastic/silicon gap between the pin and the rest of the lead. Since the patient is device-dependent, the subject lead was capped and abandoned in situ and a new lead was implanted instead.